Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pocket sensitivity at the implantable pulse generator (ipg) site. Patient experienced weight loss and discomfort as the ipg was moving around. The device was explanted, and a new device was implanted. Some fluid was observed in the pocket. The physician washed out the area and placed antibiotic powder. Patient was stable.